Manufacturer narrative:
The insulin pump passed the functional testing, including the self test, reset error test, displacement test, rewind, basic occlusion test, prime test, occlusion test, off no power test and excessive no delivery alarm test. No motor error alarm was noted during bolus or basal delivery. The motor was tested outside of the device and passed. All operating currents were within specification. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept alarming motor errors. Customer's blood glucose level went up to 400 mg/dl. While attempting to bolus, insulin hardly came out. The customer treated his blood glucose level with a manual injection. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.